Event description:
Related manufacturer reference number: 2017865-2022-21880. It was reported that the patient¿s repeated redness and ulceration of the skin was related to the shape of the implantable cardioverter defibrillator. The device was explanted and replaced at the site of the capsular bag under the skin. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).